Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their cobas e411 rack analyzer for one patient. The patient's initial hcgb was 64 miu/ml. The first repeat result was 28 miu/ml. The second repeat result from a manually requested 1:100 dilution was 123 miu/ml. The customer removed the reagent cassette and stated it was full of micro bubbles. After replacing the cassette on the analyzer and performing quality control, the sample was tested again and the result was 68 miu/ml. 68 miu/ml was reported to the physician. No adverse events were reported. The hcgb reagent lot number was 164948 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Based upon the information provided for investigation, the customer was not centrifuging the sample to the tube manufacturer's specification. This as well as the microbubbles the customer found in the reagent are possible causes of the event.